Manufacturer narrative:
Balt USA reference # (B)(4). The returned device was inspected in our quality laboratory. During our analysis: - we observed the implant coil and introducer sheath was not included with the device return; - we observed the only the delivery pusher was return; - we observed detachment zone were intact, showed visual signs of a thermal detachment cycle being ran; - we observed multiple minor kinks along the hypotube; - we performed destructive analysis on the returned delivery pusher to reveal the internal sr thread; - we observed the internal sr thread exhibited visual characteristics that a thermal detachment cycle was achieved. Root cause of the reported issue encountered by the physician could not be definitively determined, however based on the anlaysis of the returned delivery pusher it can be concluded the coil system functioned as intended. During our investigation, we observed visual signs of a detachment cycle being ran at the detachment zone. This was further confirmed by the analysis of the internal sr thread showing signs of a successful detachment cycle being achieved. Based on the condition of the returned device, no signs of stretching or other abnormlaities were observed throughout the length of the delivery pusher. It is indicated in the lhr that the unit underwent 100% inspection which verifies that the implant was free of damage at the point of final inspection. As the lot number associated with the implicated unit was unable to be obtained, a review of the manufacturing records could not be performed.

Event description:
It was reported that: "I received a phone call from the physician the evening of nov 5th during a case, he believed a piece of material sheared off from a device while coiling an aneurysm. Either from catheter, pusher or something else being radiolucent material. This is not certain but I confirmed we would evaluate our pusher wires that will be returned. He observed between the 2rd and 3rd coil that clot was beginning to form in the aneurysm then in the parent vessel. He commented the 2nd coil felt sticky and wasn't pushing smooth through the micro, also observed the 2 pushers at the end of the case and could feel the difference. One distal end was smooth and one felt rigid. While attempting to continue with the 3rd coil he ran into something impeding his progress into the aneurysm that didn't feel like clot. Took the coil out and put in a stent to finish the procedure. Anatomy was not tortuous at all. He used a benchmark & sl-10 for setup. Both pushers will be returned" update 07nov2025 - additional information received from the issuer: "1. As the physician describes, no tortuosity at all 2. 2 coils were implanted, the 3rd coil was attempted but then removed based on reaching something impeding its progresses into the aneurysm. 3. The 2 images I attached in the original email was of the 2nd coil implanted showing additional room for more coils. The 2nd picture was also shortly after 2 coils implanted before attempting the 3rd but thrombosis was starting to form. The picture shows clot where I circled in red. 4. The patient is doing really well. The stent that was placed looks beautiful and flow was restored in the parent. 5. Sorry, the additional catheters were not saved. I requested, but this was a late case and they already disposed of the materials including the coil packages providing lot #'s. Only the 2 pusher wires will be returned". Incident report form submitted for this complaint indicates that no patient injury was sustained.